Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high left ventricular (lv) pacing impedance measurements greater than 2000 ohms, no r-wave and no capture. The field representative indicated that the patient was having an x-ray performed. Technical services (ts) indicated that this was likely a lead fracture. No adverse patient effects were reported. Additional information indicated that a chest x-ray showed that the lv lead was intact and in the same position as the original implant. There was no surgical intervention performed. The device was reprogrammed to pace\sense in rv only.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.